Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump, and malfunction code did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood these instructions.